Event description:
Philips received a complaint on the v60 ventilator indicating that the switch button was not working properly. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer requested from the remote service engineer (rse) the replacement part information for the switch printed circuit board assembly (pcba) and switch cable, which the rse provided. The switch pcba and switch cable were ordered in a material only work order for the customer. In a good faith effort (gfe) response from the customer received, it was confirmed that the customer had received the switch pcba and switch cable. The customer stated that the issue was resolved after the switch cable was unplugged and re-plugged back in. The customer confirmed that no parts will be returned to philips for evaluation. In a second gfe response received, it was clarified by the customer that the issue was resolved by reseating the switch cable already installed in the v60 device. The replacement parts which were ordered were not used and no parts were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.